Event description:
It was reported that the fogarty arterial embolectomy 120803f balloon tip burst in a patient during a procedure. No patient injury was reported and no demographics were available. There will be no product return.

Manufacturer narrative:
The device was not returned therefore no evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. The lot number was not provided thus a device history record was not reviewed. As such, based on available information, a definite root cause is unable to be determined at this time. The reported malfunction could not be confirmed since no product samples nor images was provided, however, there are manufacturing controls to avoid potential causes related to the malfunction such as 100% visual inspction, manufacturing continuous monitor sampling, and qa sampling inspection. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.